Event description:
The following report was received from the affiliate: this complaint is from the academic conference percutaneous cardiovascular intervention": the target lesions were at the proximal, mid and distal right coronary arteries (rca). The lesions were de novo. There was no more information regarding the vessel. 1993: the patient developed angina pectoris. Cag was conducted, and there was 90% stenosis at lad's diagonal vessel. 2005: the patient developed angina pectoris. Scintigraphy was conducted, and inferior wall perfusion defect was observed. The following month: the patient was admitted to the hospital. There was a collateral branch from lca to rca. To treat the rca, pre-dilation was conducted with a 2.5mm/length unknown sprinter balloon. A 3.0x23mm and 3.0x18mm cypher des were implanted at 20 atms. Inflation time was unknown. Then, there was no flow to the distal end of the rca. Therefore, a third 3.0x23mm cypher des was implanted at the distal end of the two previous cypher stents. Inflation time and pressure is unknown and whether the stents were overlapping or not. 2005: poba was conducted with a 2.5mm/length unknown ryujin plus balloon at 6-10atm. The exact place of poba conducted was unknown. To treat the ostium of the rca, a 3.5x18mm cypher des was implanted at 20atms. Inflation time was unknown. In the same month: focal restenosis and stent fracture were observed inside the cypher implanted at the distal end of the rca. To treat the stent fracture and restenosis, poba was conducted with a 2.5mm/length unknown prestage magna balloon at 8-10 atms. Inflation time is unknown. 2006: follow up cag was conducted and restenosis was observed in the most distal cypher implanted at the distal end of the rca. The patient is being treated with medication and will continue to be monitored. Physician's comment: the probable cause of this event may be due to the fact that there was a large lesion flexion during cardiac systole. This is one of three products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-00956, 9616099-2006-00958 and 9616099-2006-00959. Any additional information will be submitted within 30 days of receipt.